Event description:
It was reported that ventilation stopped and the screen went blank while the ventilator was connected to a patient. Patient information was not provided. Manufacturer ref #:(B)(4).

Manufacturer narrative:
09/13/2017 (B)(4): the ventilator was investigated on site by our field service engineer. It was found functioning normally with no fault. Evaluation of the logs from the ventilator shows that at the time of the event, the ventilator was running on batteries and it had 3 batteries inserted. After 38 minutes of battery operation, the ventilator generated 2 high priority battery alarms indicating depleted batteries and it shutdown 2¿ minutes later. The alarms were not in the expected sequence. The ventilator was restarted on mains power 22 minutes afterwards. The total available battery backup time prior to battery use is unknown but 3 fully charged batteries would provide at least 90 minutes of battery operation. The batteries were replaced as a precaution. The batteries were fully recharged on receipt from the customer for investigation. 2 of the returned batteries were found with values indicating that they had been in a reset state condition, which may occur if the battery has been deeply discharged, but no other deviations were found. The batteries run according to the calculated battery operation time (30 minutes per fully charged battery) and alarms were given in the correct sequence. The reason for the incorrect alarms sequence in the logs and the reset condition of the batteries has not been determined. The conclusion is that the shutdown was due to depleted batteries. The cardiac arrest occurred 11 minutes after the shutdown of the ventilator but whether the shutdown was contributory or caused the event, has not been determined.

Event description:
Additional information from the hospital stated that the patient went into cardiac arrest during the time after the ventilator had a shutdown. The patient was successfully resuscitated. The final patient outcome was no injury. Manufacturer ref #:(B)(4).